Event description:
An insurance company is alleging that a heating pad started a fire that resulted in damage to their insured's property.

Manufacturer narrative:
This product is in the possession of insurance company and has not been made available for testing. Consumer was using the heating pad while plugged into a power strip, left the unit plugged in and unattended and leaned against the heating pad during use which are all violations of the instructions and warnings provided.